Manufacturer narrative:
Product analysis no damage was noted to the catheter heating element/coil the catheter cable connector was examined: the catheter reference key shows evidence of wear, and the red ink was visible in some areas all pins were visually inspected to be straight the catheter connector was plugged into the resistance tester to perform continuity/resistance and connected to rfg for functional testing; the catheter was tested according to the test parameters, test methods, and acceptance criteria. Test 1. (E+/ e- test) (specification: 80 ohms to 113 ohms) ¿ result = 86.6 ohms test 2. (Tc+/ tc- test) (specification: = 250 ohms) ¿ result = 113.5 ohms test 3. (Resistor 1) (specification: 13.43 to 13.97 k ohms) result = 13.69 k m ohms test 4. (Resistor 2) (specification: 7.90 k ohms to 8.22 k ohms result = 8.06 k ohms all 4 tests passed as per the acceptance criteria. The catheter was connected and recognized by both the rfg3 and rfg2 lab generators when plugged in. When the temperature rose to 120 c, the device completed the cycle without seeing an advisory message medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a vein closure procedure using the closurefast catheter, a high temperature issue was identified with the device. The lumen was flushed prior to use, tumescent infiltration and local anesthesia were utilized, and hand/manual compression was applied. The instructions for use were followed without issue, and no damage was noted to the packaging or during device removal from the tray. The device was safely removed from the patient, and the vein was successfully closed using a new device of the same type. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.